Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and battery depletion was normal.

Event description:
It was reported that during the device change out procedure for elective replacement indicator, oversensing and pauses were noted when the physician was taking the device out of the pocket as well as outside of the pocket. The device was removed and replaced. It was further reported that the atrial lead has low impedance. The lead remains in use. No patient complications have been reported as a result of this event.